Event description:
It was reported that during patient use, the ventilator generated an abnormal noise from inside corresponding with inhalation. When the pressure regulator was closed, the noise stopped. Although the device did not stop ventilating/cycling, the patient was removed from the ventilator and transferred to another ventilator. There is no report of patient harm, serious injury, or death associated with this event.

Manufacturer narrative:
(B)(4). The pressure regulator was returned for investigation. It was placed into the test unit to verify complaint. The valve functions properly without any abnormal noise. The reported complaint was not verified..

Manufacturer narrative:
(B)(4).